Manufacturer narrative:
(B)(4) - 510 k#. Device evaluation: complaint device was not returned. Therefore, a document based review will be performed. It had been indicated, that the complaint device was going to be returned, but to date this has not happened. If the device is returned in the future, then the file will be updated accordingly. A copy of the initial incident report was shared and a translated. A summary of the details are as follows; passage to the ln (assumed to be the target site) was unsuccessful and needle removed. Another puncture attempt was made. Passage was not possible and at the same time resistance felt when attempting to push the needle out of the sheath. The device was removed and the tip of the needle was observed not to be present. The tip could not be found in the visible area. And examination continued using an endosonography device. Which revealed, a double contour in the transition between the bronchial wall/ln of the initially punctured ln, which presumably was tip of the needle. A CT showed that metal artefacts in the area in which the endosonography had taken place. Clarification was requested as follows; ¿please find attached the translated and original of the initial incident report. In relation to steps 5 and 6 in the attached document. Am I correct in assuming, that the sequence of events were as follows; - the needle was advanced to the ln (target site). And a puncture attempt was made, but was unsuccessful (step 5). - the needle was retracted back into the sheath and another puncture attempt made. However, this time there was resistance when the needle was attempted to be advanced out of the sheath and again puncture was unsuccessful. The device was removed from the patient, and it was then observed, that the tip of the needle was missing (step 6). If the rep could clarify the above, it is very important in relation to the investigation conclusion. It is also, not clear if the "metal artefacts", which I am assuming are fragments were actually removed (see 1st snippet below from incident report)? I am reading from this they weren¿t. As all that is stated, in the cc form is ¿the part of the needle was retracted by a biopsyforce¿ (see 2nd snippet below from cc form). Can the rep please clarify this also? If an up date to the above queries is received, then the file will be updated accordingly. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number#: c1665867 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest, that there are any manufacturing issues associated with lot number#: c1665867. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0110-6). Root cause review: a definitive root cause could not be determined from the available information. Unfortunately, four attempts have been made to seek clarification on the sequence of events, but to date no update received. Based on the assumption that two puncture attempts were made. A possible root cause could be attributed to advancement into a hard lesion, during the first puncture attempt or damage on insertion into the scope. Resulting in the needle breaking distally. Which could in turn also have led to the resistance when attempting to push the needle out of the sheath. Summary: complaint is confirmed, based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects, due to this occurrence. As per complaint form the patient was pushed through the CT without further findings. The part of the needle was retracted by a biopsyforce. However, based on the initial incident report the CT showed metal artefacts, in which the endosonography had taken place. Clarification has been requested. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on 25-aug-2020. Results and conclusions are outlined in section h of this report. During the biopsy the top of the needle broke off. "As per complaint form", the needle is broken inside the patient. The part of the needle was retracted by a biopsy force. The patient was referred to us to investigate a mass in the lungs, presumed to be lung cancer. For diagnostic purposes, we planned a bronchoscopy and an endosonography of the airways. Both examinations were carried out on (B)(6). The bronchoscopy showed a suspicious finding in the intermediate bronchus, which was biopsied accordingly. Then, the endosonography was carried out. This showed multiple, endosonographic suspected tumours on the lymph nodes (ln). A cook procore 22g needle was selected for the transbronchial needle aspiration. A ln under the right upper lobe carina (10r) was selected as the first target. The standard technique was used to perform the puncture: 1. Needle introduced and advanced until possible locking with the screw connector. 2. Needle guide/outer sheath advanced, stylet checked. 3. Thumbscrew on the needle loosened and ln located. 4. Needle advanced using the endosonography. 5. Passage to the ln was unsuccessful so the needle had to be removed. 6. Another puncture attempt was made. Passage was not possible. And at the same time, I felt resistance when attempting to push the needle out of the sheath. So the device was removed and the needle was inspected. Upon inspection, the tip of the needle was longer present at the entry point. After changing to a bronchoscope and searching for the tip of the needle, the examination was continued. However, the tip could not be found in the visible area. The examination was continued using an endosonography device. Here, the examination revealed, a double contour in the transition between the bronchial wall/ln of the initially punctured ln, which presumably was the tip of the needle. Photographs were taken to document this. The examination was carried out as normal. Two further lns were punctured. An emergency CT scan was carried out. The CT showed metal artefacts in the area. In which, the endosonography had taken place.

Manufacturer narrative:
510(k) number: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the biopsy the top of the needle broke off. "As per complaint form": the needle is broken inside the patient. The part of the needle was retracted by a biopsy force. The patient was referred to us to investigate a mass in the lungs, presumed to be lung cancer. For diagnostic purposes, we planned a bronchoscopy and an endosonography of the airways. Both examinations were carried out on 26 may. The bronchoscopy showed a suspicious finding in the intermediate bronchus, which was biopsied accordingly. Then, the endosonography was carried out. This showed multiple, endosonographic suspected tumours on the lymph nodes (ln). A cook procore 22g needle was selected for the transbronchial needle aspiration. A ln under the right upper lobe carina (10r) was selected as the first target. The standard technique was used to perform the puncture: needle introduced and advanced until possible locking with the screw connector. Needle guide/outer sheath advanced, stylet checked. Thumbscrew on the needle loosened and ln located. Needle advanced using the endosonography. Passage to the ln was unsuccessful so the needle had to be removed. Another puncture attempt was made. Passage was not possible and at the same time, I felt resistance when attempting to push the needle out of the sheath. So the device was removed and the needle was inspected. Upon inspection, the tip of the needle was longer present at the entry point. After changing to a bronchoscope and searching for the tip of the needle, the examination was continued. However, the tip could not be found in the visible area. The examination was continued using an endosonography device. Here, the examination revealed a double contour in the transition between the bronchial wall/ln of the initially punctured ln, which presumably was the tip of the needle. Photographs were taken to document this. The examination was carried out as normal. Two further lns were punctured. An emergency CT scan was carried out. The CT showed metal artefacts in the area in which the endosonography had taken place.